Manufacturer narrative:
The company rep examined the system and confirmed the reported system messages in the event log. The power control module and the us/diathermy module were replaced. The system was then tested and met all product specifications. The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported during a vitrectomy procedure, a system message occurred when the surgeon was switching to the bipolar cautery. Another bipolar system was used during the surgery. Add'l info received from the customer indicated that the system shut down half way during the procedure, and the pt will require a secondary procedure to complete the surgery.